Manufacturer narrative:
Correction: the material# was updated, and the following information has been corrected: b.5. Describe event or problem: it was reported that the smallbore 6 inch ext vlv could not be primed due to blockage/occlusion. This occurred once each in lots 20126085 and 20096333, twice in an unknown lot, and 12 times in lot 20125797. The following information was provided by the initial reporter: "material #: 20039e batch/ lot #: 20126085 qty. 1. Batch/ lot #: 20096333 qty. 1. Batch/ lot #: 21016564 qty. 2. Batch/ lot #: 20125797 qty. 12. 16 in total". "Same smartsite issue that has been happening, " unable to prime"" d.1. Medical device brand name: smallbore 6 inch ext vlv . There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 20126085 . D.4. Medical device expiration date: 2023-12-18. H.4. Device manufacture date: 2020-12-09. D.4. Medical device lot #: 20096333. D.4. Medical device expiration date: 2023-09-16. H.4. Device manufacture date: 2020-09-10 . D.4. Medical device lot #: 20125797. D.4. Medical device expiration date: 2023-12-08. H.4. Device manufacture date: 2020-12-04. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. D.4. The reported lot # 21016564 was not found for the reported catalog # 20039e. D.5. Unique identifier (UDI) #: (B)(4). G.5. PMA / 510(k)#: k960280.

Event description:
It was reported that the smallbore 6 inch ext vlv could not be primed due to blockage/occlusion. This occurred once each in lots 20126085, 20096333, and an unspecified lot, twice in another unknown lot, and 12 times in lot 20125797. The following information was provided by the initial reporter: "material #: 20039e batch/ lot #: 20126085 qty. 1. Batch/ lot #: 20096333 qty. 1. Batch/ lot #: 21016564 qty. 2. Batch/ lot #: 20125797 qty. 12. 16 in total". "Same smartsite issue that has been happening, " unable to prime"".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the cap safety smartsite could not be primed due to blockage/occlusion. The following information was provided by the initial reporter: "same smartsite issue that has been happening, " unable to prime.""

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of occlusion when priming could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model tc10009278 because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Event description:
It was reported that the cap safety smartsite could not be primed due to blockage/occlusion. The following information was provided by the initial reporter: "same smartsite issue that has been happening, "unable to prime"".